Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump to be in good physical condition. Review of the device data log indicated three 20 milliliter bolus tests were performed prior to the pump's return for investigation. Functional tests included delivery accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The expulsor assembly was trimmed to bring delivery into a more nominal range. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +13.20%. It was not specified whether or not this occurred during infusion. It was also noted that the pump had damage to the screen. No adverse patient effects were reported.